Event description:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd). Manual compression was applied for 20 minutes. There was no reported patient injury. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician was certified on the use of mynx control and had used the device several times prior to this procedure. The device was used in a coil procedure via a retrograde approach. Femoral artery suitability was verified by angiography, including a sheath insertion angle of approximately 30¿45 degrees. The vessel diameter was greater than 5 mm, there was no stent near the puncture site, and there was no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 5f non-cordis introducer sheath was used. Pulsatile bleeding of the puncture site was immediately noted upon removal of the device. The sealant was deployed to the proper location. The use of anticoagulants, antiplatelets, or thrombolytics was unknown. No issues were noted during balloon retraction or the button #2 step. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd). Manual compression was applied for 20 minutes. There was no reported patient injury. The device was stored, prepared, and used per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician was certified on the use of mynx control and had used the device several times prior to this procedure. The device was used in a coil procedure via a retrograde approach. Femoral artery suitability was verified by angiography, including a sheath insertion angle of approximately 30¿45 degrees. The vessel diameter was greater than 5 mm, there was no stent near the puncture site, and there was no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 5f non-cordis introducer sheath was used. Pulsatile bleeding of the puncture site was immediately noted upon removal of the device. The sealant was deployed to the proper location. The use of anticoagulants, antiplatelets, or thrombolytics was unknown. No issues were noted during balloon retraction or the button #2 step. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the unit being received fully deployed, the sealant not being returned for evaluation, both button 1 and button 2 being fully depressed, and the balloon being returned retracted. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported, especially since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have resulted in the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.